Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Patient had an MRI on (B)(6) 2023 and device went into backup mode. The device was reset and a message was received that a data error had occurred and device flagged eri. Prior to MRI the device showed 30 percent battery remaining. The device was explanted on (B)(6) 2023 due to eri. Should additional information be received, this file will be updated.